Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, air was visualized in the arterial sheath and the sheath tip was noted to be partially out of the vessel. Blood pressure was noted to be high (260-280 systolic) for a short period of time (3 minutes). Further, a dissection was identified in the common carotid artery (cca) that had occurred with the arterial sheath of the enroute transcarotid neuroprotection system. The physician re-inserted the sheath and continued the procedure, but the patient's a-line waveform was lost, and the procedure was aborted. Six hours after the tcar procedure, the patient experienced right-sided upper extremity weakness, and imaging revealed an occluded common carotid artery (cca) around the access site. The physician performed a carotid endarterectomy (cea) and thrombectomy. The patient's stroke symptoms have resolved. At this time, it is unknown if the reported event is related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.